Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an actrapid infusion was started at 4 ml/hr then changed to 3 ml/hr after an hour as per protocol. Two hours after the start of the infusion the nurse noticed that the bag was almost empty and that the patient's blood sugar level had significantly dropped. The patient received approximately 30 times the prescribed dose of actrapid. The customer stated "yes, medical invention was required, sugar level dropped from 12.4 mmol/l to 4.1 mmol/l in one hour, infusion stopped, oral glucogel given plus 50% dextrose was given to stabilize the patient." There was a 5% dextrose infusion running at 83 mls/hr on channel a. The customer's report suggests that their investigation revealed that the channel b pump was missing the spring on the motor end of the pump, and a free flow condition was confirmed.